Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when retracting the solitaire stent retriever, it became caught with the distal stent stitches of the implanted stents. Several attempts were made to retract the stent by means of various intermediate catheter. This was unsuccessful, and the stent retriever was torn off and remained at the level of the distal stent end. Angiography was performed and showed hemodynamically unimpaired flow. It was noted there was time loss in the procedure.